Manufacturer narrative:
Date of report: 09nov2018. Date of manufacturer: 07nov2018. The power management board was returned to philips for evaluation. Failure analysis revealed that the customer's alleged issue was confirmed. A component on the board was found to be defective.

Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) was able to duplicate the alleged problem. The fse replaced power management board to address the event.

Event description:
The customer reported that the ventilator became inoperable with data acquisition printed circuit board assembly analog to digital converter reference failed error. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.